Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh; due to incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2010 concurrently with cystoscopy due to mesh erosion and symptomatic cystocele. It was reported that the patient also underwent operative laparoscopy, laparoscopic bso, lysis of adhesions, monarc sling placement and cystoscopy on (B)(6) 2012 due to chronic pelvic pain, dyspareunia, sui and symptomatic cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring and other unspecified issues. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion after mesh.